Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC was inserted at our center on (B)(6) 2023 to patient who is suffering from chronic lyme disease. It was put for prolonged IV antibiotics, supportive treatment as per infectious disease specialist. Catheter was inserted by surgical oncologist who is trained in doing these procedures. Catheter got dislodged on (B)(6) 2023 automatically resulting in much embarrassment to dr and harassment to the patient. It was handled by trained staff and flushed as per instructions. Removal also became difficult although luckily it had not migrated far off and was in basilic vein near axilla. Cather was removed on (B)(6) 2023. It was detected on time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that above mentioned PICC was inserted at our center on (B)(6) 2023 as patient is suffering from lyme disease leading to neuroborreliosis recently, after suffering from it for many years leading to many neuro-physical issues. Patient advised to go under 2 weeks of IV dose therapy for monocef and doxycyline along with high dose vitamin c therapy and other supportive therapies, as per infectious disease specialist. Groshong nxt clearview (7617405) was inserted by surgical oncologist who is trained in doing these procedures. Patient was given treatment in daycare facilites at the clinic from morning till evening. At home they took exceptional care of the catheter as they were not doing anything except rest and medication. This went on fine till one week in the treatment. On (B)(6) 2023 noticed when the IV line was set up in the catheter, the drip did not go and blood started to come out from the gauge. The doctor immediately removed the bandage across the catheter and discovered that the whole central line was missing. It was as if there was nothing there, just the butterfly(holder) was there. Catheter got dislodged. They were immediately sent for x rays at specialty hospital, where it was found that the central line port has broken from its origin and has travelled upwards in the arm. Patient was immediately scheduled for surgery and blood tests taken and other formalities were done. It was handled by trained staff and flushed as per instructions. Removal also became difficult although luckily it had not migrated far off and was in basilic vein near axilla. Cather was removed on 17th september. Since one of the patient¿s veins was operated twice to put in the catheter and then take it out, their whole right hand has been paining since the operation and has gone stiff. They were unable to take supportive treatment any more due to so much pain as well. Due to pain and distress the patient¿s treatment has suffered greatly because of this experience.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of catheter detachment was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr single lumen groshong nxt clearvue catheter. Usage residues were observed throughout the sample. The catheter was received loose. An unassembled proximal connector segment was also received. The distal connector segment was not received. Tactile inspection of the sample revealed tensile weakness throughout the proximal region of the catheter. Microscopic inspection of the proximal end of the catheter revealed a striated surface typical of a sharp instrument cut. Microscopic inspection of the sample revealed a circumferentially aligned split approximately 1cm from the proximal end. Material necking and discoloration were observed in the vicinity of the split. The split exhibited a granular fracture surface. The proximal end of the catheter exhibited features consistent with a sharp instrument cut, suggesting that the catheter became detached from the connector, rather than fracturing. The tensile weakness observed suggested that pulling on the catheter may have contributed to that detachment; however, the distal connector segment could not be inspected and may have contributed to the detachment. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. Additionally, the split in the catheter appeared consistent with difficulty assembling the catheter/connector system, which may also have contributed to catheter detachment.

Event description:
It was reported that above mentioned PICC was inserted at our center on (B)(6) 2023 as patient is suffering from lyme disease leading to neuroborreliosis recently, after suffering from it for many years leading to many neuro-physical issues. Patient advised to go under 2 weeks of IV dose therapy for monocef and doxycyline along with high dose vitamin c therapy and other supportive therapies, as per infectious disease specialist. Groshong nxt clearview (7617405) was inserted by surgical oncologist who is trained in doing these procedures. Patient was given treatment in daycare facilities at the clinic from morning till evening. At home they took exceptional care of the catheter as they were not doing anything except rest and medication. This went on fine till one week in the treatment. On (B)(6) 2023 noticed when the IV line was set up in the catheter, the drip did not go and blood started to come out from the gauge. The doctor immediately removed the bandage across the catheter and discovered that the whole central line was missing. It was as if there was nothing there, just the butterfly(holder) was there. Catheter got dislodged. They were immediately sent for x rays at specialty hospital, where it was found that the central line port has broken from its origin and has travelled upwards in the arm. Patient was immediately scheduled for surgery and blood tests taken and other formalities were done. It was handled by trained staff and flushed as per instructions. Removal also became difficult although luckily it had not migrated far off and was in basilic vein near axilla. Cather was removed on 17th september. Since one of the patient¿s veins was operated twice to put in the catheter and then take it out, their whole right hand has been paining since the operation and has gone stiff. They were unable to take supportive treatment any more due to so much pain as well. Due to pain and distress the patient¿s treatment has suffered greatly because of this experience.